Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal cracked. This occurred twice, after loading the seal. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was discarded. Refer to medwatch report # 2242352-2011-01259.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).